Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) was confirmed. Upon investigation, the cause for the failure was isolated to extensive contamination inside of the monitor. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was causing a service code (charge/discharge profile faults).